Event description:
A 6f angio-seal vip was deployed following a stent placement in the left common iliac artery. After review of a pre-deployment angiogram, the physician did not consider the vessel unsuitable for angio-seal use. The physician noted that the deployment didn't fell right. Ultrasound revealed a partial occlusion of the femoral artery and serrated plaque at the deployment site. It was determined that when the device was deployed, one tip of the anchor caught plaque, occluding the vessel. The pt was admitted to the hospital and underwent surgery two days later to remove the device. The pt was taking plavix, coumadin, and heparin (3000 units).

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Information provided by the physician indicated the occlusion resulted from plaque encountered during deployment and was not due to the device. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath followed by an angiogram. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.